Event description:
It was reported that the patient's log file was submitted for a concern for a possible clot after it was noted by the customer that the patient's flows were lower than what had been seen in the past. A review of the log file revealed there were no unusual events. The data indicates that the mcs equipment was operating as intended. The data that was reviewed did not contain attributes that would cause suspicion of thrombus within the motor chamber. A possible irregular thrombus was previously found in the periphery of the outflow graft on computed tomography (CT) scan during a previous admission. A CT scan this admission showed cannula appeared stable and a thin rim of fluid tracking along the outflow valve housing. Another echocardiogram was planned for this admission. The patient's lactate dehydrogenase (ldh) was elevated at 701, far above the patient's baseline of the 400's. The patient's international normalized ratio (inr) has been treading downward at 1.7 despite having received boosted warfarin (coumadin) medication, the patient was started on minimal intensity heparin drip.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The patient's previous admission that showed a possible irregular thrombus was reported under manufacturer report number: 2916596-2022-13191. Manufacturer's investigation conclusion. A specific cause for the reported elevated lactate dehydrogenase (ldh) and patient conditions as well as a direct correlation to (B)(6) could not conclusively be determined through this evaluation. The account communicated that patient presented to the clinic with lower flows than normal; however, no low flow alarms were reported. They also had small bilateral pleural effusions and experienced weakness. No further testing was required, and hemolysis was not confirmed. The patient was discharged home. The submitted log file captured intermittent pi events throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended and no other unusual alarms or events were captured. No low flow alarms were captured as the flow remained above the 2.5 lpm for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. Heartmate ii lvas IFU, rev. H and, rev. C, lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.